Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility chief technician reported a blood leak between the fresenius combiset bloodlines at the venous chamber. The blood leak was noticed approximately 20 minutes into the patient¿s hemodialysis (hd) treatment. The patient was transferred to another machine and completed treatment with no injury, adverse events, or medical intervention required. The patient's estimated blood loss (ebl) was approximately 250 ml. Additional details regarding the reported were requested but were not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.